Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support (mcs) and the following day, the physician decided to remove the impella cp device due to worsening hematoma and drop in hemoglobin from 9.5 g/dl to 8.5 g/dl over four hours. An echocardiogram was obtained, and the physician noted the patient would not benefit further from impella mcs in comparison to risks with bleeding. Echocardiogram showed improved function to ejection fraction of 50% and total cardiac output of 7.5 liters per minute. The patient underwent a computed tomography angiogram (cta) to rule out a retroperitoneal bleed and other complications. The cta was clear. However, the physician still elected to explant the impella cp device. It was noted there were no issues with explant, and hemostasis was achieved with two perclose and manual pressure. One unit of packed red blood cells was transfused, and the patient was reported to be in stable condition following the event.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The root cause of the access site bleeding cannot be determined due to insufficient clinical details were provided.